Event description:
It was reported that the customer noticed foreign material when they opened the package.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.